Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery. Unable to perform the unexpected error, occlusion, excessive no delivery test or verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 127mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.